Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The journal article notes that all patients received cemented mg ii cruciate sparing components and all operations were performed or supervised by one of two surgeons; however, the surgeon of each specific case was not specified. Patients that underwent subsequent resurfacing due to anterior pain were noted to have tightness of the lateral retinacular structures and progression of chondromalacia. There were no indications that the previously implanted components were revised during the subsequent operation for resurfacing. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://jbjs.org/content/83/9/1376.figures-only. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent patella resurfacing due to anterior knee pain at 39 months.